Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5034 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that there was noise and oversensing on the atrial lead. Programming changes were recommended. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.